Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported to company representative that a patient experienced swelling over the lateral right cheek 4 days after they were injected in the cheeks with 2 syringes juvéderm voluma® xc. On exam they had a non-erythematous swollen, fluctuant mass on the lateral cheek c/w possible abscess. Treatment is noted as massage (which was uncomfortable), augmentin 875 mg tid w/food x 14 days, I&d, and hylenex 2ml. Event is ongoing at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported to company representative that a patient experienced swelling over the lateral right cheek 4 days after they were injected in the cheeks with 2 syringes juvéderm voluma® xc. On exam they had a non-erythematous swollen, fluctuant mass on the lateral cheek c/w possible abscess. Treatment is noted as massage (which was uncomfortable), augmentin 875 mg tid w/food x 14 days, I&d, and hylenex 2ml. Event is ongoing at this time.